Manufacturer narrative:
(B)(4) - pt selection. The device was received. Investigation is not complete.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately calcified right common femoral artery after an interventional procedure. Reportedly, as the device was being backloaded on to the guide wire, the sheath appeared to be bent at the junction of the sheath and distal guide. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.